Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device changeout procedure, an intermittent loss of capture was observed on the right ventricular lead. The lead was capped at that time without replacement. A replacement system was implanted on a later date.